Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had alarmed for no delivery and for a failed battery. The customer declined troubleshooting and reported that the insulin pump was working fine at the time of the call. The customer had a high blood glucose of 600 mg/dl when the alarms first occurred but the customer treated with the insulin pump when it came back on. The customer reported that the insulin pump could go through 20 - 25 batteries before coming back on again. No product will be returned for analysis.